Event description:
On (B)(6) 2025 the user experienced a device malfunction (alert code 69) requiring disconnection from the ilet and subsequent replacement. The user developed hyperglycemia with bg readings above 600 mg/dl and large ketones and was hospitalized at jefferson hospital for diabetic ketoacidosis. Symptoms include thirst, frequent urination and presyncope. The user was treated with IV insulin and glucose and discharged on (B)(6) 2025. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.